Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm approximately one month ago. The aortic was short measuring 8 mm. It was reported that the final angiogram revealed a slight proximal type I endoleak. The physician believes that the cause of the slight type I endoleak was the short aortic and that the endoleak will resolve without intervention. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck).